Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6), 2003. Subsequently, patient was revised on (B)(6), 2011, due to wear on the tibial component.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number eleven states, "wear and/or deformation of articulating surfaces". The user facility was notified of the event on (B)(4), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(4), 2011.